Event description:
It was reported to st. Jude medical that the device presented with alarm conditions indicating a below 10 ohm high voltage impedance, as well as a 200 ohm high voltage impedance, and a greater than 28s charge time with marked noise on the ventricular channel during device charging. The pt had received an external cardioversion since the cycle length of their vt was slower than the detection interval progrmmed in the device. The device then exhibited signs of hardware damage that were not present before the external defibrillation. Technical services recommended testing of the lead and explant of the device.